Event description:
It was reported that the device had a patient alert for vf and was sensing external noise. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed interference and noise. There was an elevated ventricular short interval count (sic) at 104 avg counts/day starting on (B)(6) 2010. An elevated sic can indicate the presence of noise. There was also oversensing noted. Multiple short v-v cycle sensed events (non-sustained ventricular tachycardia) of < 210 ms were observed on (B)(6) 2010.